Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the d/l tubing was confirmed, but the exact cause was unknown. More than one potential contributing factor was observed during the investigation, and the root cause could be associated with one or more of the contributing factors. One 7fr d/l hickman catheter was returned for investigation. Evidence of use was observed on the sample. The catheter was received in three segments. It appeared that the catheter was cut after removal. A longitudinal split with curved ends was observed in the oversleeve just distal to the bifurcation. The characteristics of the split are consistent with burst related damage. Blood residue was observed between the oversleeve and the d/l tubing in the area of the bifurcation. A functional test revealed that each lumen was patent to infusion, but fluid leaked between the bifurcation and the d/l tubing when the lumen with the white luer adaptor was flushed with water. The bifurcation was bisected, which revealed that the proximal end of the d/l tubing was partially separated from the molded bifurcation. The d/l tubing was inserted 0.28¿ within the distal end of the bifurcation, which is below the specification. The extension legs were positioned approximately 0.5¿ within the bifurcation, which was above the specification. The offset position of the pins, extension legs, and d/l tubing during the bifurcation molding process may have been a contributing factor in the reported event. It was reported that power injection of contrast media was performed in the catheter. Infusion pressures should never exceed 25 psi. Hickman central venous catheters are not indicated for power-injection. The power-injection may have affected the bond between the d/l tubing and the bifurcation. Due to the offset position of the d/l tubing within the bifurcation, the complaint sample will be forwarded to the manufacturing facility for further review. The inspection process includes a leak test; however, the lot number was not provided. Therefore, the DHR review could not be completed. 11/01/2017 - according to sample evaluation performed at the division, the complaint reported was confirmed. Per evaluation performed by the division, fluid leaked between the bifurcation and the d/l tubing when the lumen with the white luer adapter was flushed with water. Complaint investigation at the division points out that one of the contributing factors of the complaint could be associated to the catheter assembly process at the vendor facility. Since catheter component 0701662 (bifurcation, sil, 7fr x 64 cm) is received from an outside supplier, a supplier quality alert was issued to supplier bard operation center. However, the complainant reported that power injection of contrast media was performed in the catheter. Division investigation state that the hickman central venous catheters are not indicated for power-injection. Therefore, another contributing factor of the complaint could be the use of a power-injection in the hickman catheter. Thus, the exact root cause of the complaint is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter tube outside of the patient was damaged when the power injection of the contrast medium was performed. Then, the catheter was removed from the patient body. The catheter was cut before the removal. The catheter was used for the cancer chemotherapy. There was no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter tube outside of the patient was damaged when the power injection of the contrust medium was performed. The catheter was removed from the patient's body, the catheter was cut before removal. There was no patient harm reported.